Event description:
The plastic hub of the inner stylet of the biopsy device fell off during prep. The biopsy device was removed and replaced with no harm to the patient. Manufacturer response for biopsy device, biopsy device (per site reporter) mfg notified by site.